Event description:
Ous MDR - an externalized wire was found at explant about 7 cm distal to the lead tip. The patient is (B)(6), male, ivf. No x-rays of the lead while implanted have been provided.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Upon receipt the lead was found dissected at 42 cm proximal to the lead tip. Only the distal lead segment was received for analysis. The inspection revealed severe signs of wear between the rv and svc shock coils. In particular, the insulation was found damaged in this area and the conductor cable to the rv shock coil was found outside the lead body, as mentioned in the complaint description. Furthermore, the insulation of the lead body was found abraded in this section, most likely due to friction with the tricuspid valve or the atrial lead. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and location of these damages as well as the inspection of the available x-ray videos, it is assumed that the lead had been subject to mechanical stress resulting from an interaction with the tricuspid valve or with the atrial lead. Further inspection revealed explant damages i.e. The svc shock coil was found severely damaged. The analysis did not reveal any sign of a material or manufacturing problem.